Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll and reported that a patient had developed an itchy irritation. The patient's doctor diagnosed it as a yeast infection. The patient was given a prescription from her doctor. After using the cream, the patient reported that the irritation healed.